Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. The customer went to the emergency room and was subsequently hospitalized in the intensive care unit with a blood glucose level of 526-530 mg/dl with high ketones that were identified as dangerous. The customer attempted to self-treat with a manual dose injection, however at the hospital they were treated with intravenous fluids of saline and insulin. The customer was unable to provided further details of hospital stay or release date, no additional information was available.